Event description:
Caller reported a recurring cartridge alarm 30 on multiple dates in (B)(6) and (B)(6) 2025. Due to this issue, the customer's blood glucose level displayed as "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump, handled cartridge changes independently without needing third-party assistance, and successfully resumed insulin therapy. The issue was resolved, and a request was sent to return the RMA product.